Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had her device taken out just a couple months after implant, because she 'couldn't handle it. It was stated the patient now just used an external tens unit.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).